Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was in the 500s mg/dl. The customer attributed the high bg to the malfunction suspending insulin delivery and corrected it using a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.